Event description:
Customer reported receiving a reading of 175 mg/dl on her precision xtra blood glucose meter and administered insulin, drank some orange juice and went to bed. Customer reports losing consciousness and only remembers the "emts calling her name administering oxygen." Customer reports the paramedics received a reading of 27/dl on an unk brand of blood glucose meter. Customer was transported to the hospital where she was diagnosed with hypoglycemia. The treatment administered at the hospital is unk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.